Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for normal generator change procedure. Prior to the procedure, normal impedance and threshold values were noted on the right atrial lead. Once the new device was connected to the chronic right atrial lead, low impedance and no sensing was noted. Upon inspection of the lead, a large insulation breach deep in the pocket was discovered. The lead was capped and replaced on (B)(6)2019. The patient was stable.